Event description:
The manufacturer was informed on this event through the patient tracking department. Based on the information provided, a patient was scheduled to undergo a tavr on (B)(6) or (B)(6) 2022. The patient received a mitroflow valve lxa23 on (B)(6) 2012 in aortic position. The day before the tavr procedure, the patient had a massive stoke. The patient survived, but is no longer suitable for the procedure. The patient had valve failure due to stenosis. The patient was transferred to a hospice care.